Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4)

Event description:
It was reported that during the implant attempt, it was suspected that tissue may have been sucked back into the helix. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.